Manufacturer narrative:
Based on the present information there are no device related malfunctions the device dislodgement was resolved and no issues were identified after re-implanting the device. Based on this it is reasonable to attribute the original dislodgement to user error or procedural issues. The manufacturer is reporting an off label action which may have increased the risk to the patient. Per the perceval IFU 850-07ls202. Directions for use - "warning: a removed perceval s prosthesis must not be reimplanted, because its integrity is no longer ensured." At this time the reported off-label action is not suspected to have caused any harm to the patient as the patient death was reportedly not valve related. Because there is no indication of device related malfunctions or inefficiencies at this time the manufacturer is submitting an initial and final report and will not perform any further investigations related to this case. No indication of explant.

Event description:
On (B)(6) 2019 a patient received an avr, plus 1 graft, after presenting to the hospital with cardiac arrest with low ejection fration (ef) and atrial fibrillation (af). The manufacturer was notified of the following. A perceval s sutureless aortic heart was implanted, all visual checks were completed, no pinwheeling or over-sizing noted. Patient was taken off pump and the site noticed a paravalvular leak. After reopening they noticed the cage was higher and had slightly migrated. The valve was explanted and recollapsed. The site re-positioned the perceval in the annulus. On visual inspection the cage did look lower after second implant. The patient came off pump successfully. It was reported that the following day the patient had a cardiac arrest. They re-operated to inspect, but the patient suffered cardiac arrest and passed away. It was deemed not valve related and most likely due to air.